Event description:
The following has been reported: age: 2 hours - weight: 1050 g child born on (B)(6) 2025 at 9:43 a.m., at the end of 32 weeks of amenorrhea, by prophylactic caesarean section. Admitted to neonatal intensive care for preterm birth induced by pre-eclampsia with severe intrauterine growth restriction. Respiratory distress. Parenteral nutrition infusion (magistral preparation cf1, 200 ml bag), programmed for 75 ml over 24 hours, i.e. Total volume to be infused 75 ml. After 1.5 hours of infusion (around 12 noon), during a blood sugar check, the patient had an unexplained blood sugar level of > 5g/l. The nurse noticed that 100 ml was missing from the bag. The volume infused indicated by the pump was 4.5 ml. The infusion was a cf1 (prepared by the pharmacy, connected to a fresenius perf std pvc pompe volumat (agilia) vlst00 (l285cm) tubing and a cair ref py3101kncm 3-way extension, as well as plat 0.22 +prol pu ref 011h3912 filter (properly assembled). Serious deterioration in health treatment with continuous IV insulin (less than 24 hours) to correct hyperglycaemia (blood sugar > 5g/l at onset). The patient presented with bilateral grade iii intraventricular haemorrhage. This may be associated with prematurity, but known risk factors include fluid overload and large ionic variations, including blood glucose levels. Transfrontal ultrasound immediately after the incident was normal, then the haemorrhage was discovered on day 2 after the incident. The exact date of onset cannot be determined. It is likely that this event contributed to the bleeding. Currently on day 15 of evolution: lumbar punctures performed due to persistent dilation. Possibility of neurosurgical drainage procedure in the future. Risk of neurodevelopmental sequelae. Consumables were not retained, but the pump was quarantined. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. The declared programming (75ml over 24h i.e. 3.125 ml/h) is not found, nor was the total volume seen by the customer (4.5 ml, found in logs 2.217ml). All datas found showed that calculated volume matches recorded volume. On the log analysis, the pump seems to be working properly. The reported device was received in brézins for investigation. Nothing was noticed during both external and internal visual check. During device log review, no infusion of 75ml over 24h on the reported date, nor total volume infuse at 4.5ml. Several functional tests related to the reported event (flowrate, occlusivity, clamp) were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.